Manufacturer narrative:
On may 19, 2020, cr was made aware of a patient having an infection. The patient had a successful explant performed on (B)(6) 2019. Stimwave did not become aware of the issue until may 19, 2020, due to holidays and covid-19 pandemic. Cr reported that the patient was doing well after the explant. On may 21, 2020, cr reported that the patient was one of several patients that had reported infections from implanted devices at the implanting clinician's surgical location. This complaint represents the only known stimwave product complaint for this outbreak of infections, originating at the implant location. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo190815 and swo190719, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this infection is user error. The cr confirmed that the outbreak of infections was due to an issue at the implanting clinician's surgical location.

Event description:
Stimwave quality has investigated the details for a reported infection, submitted to the stimwave complaint system on may 19, 2020, by clinical representative (cr), in (B)(6). Cr became aware of this issue may 19, 2020.